Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. The reference samples for the lot 6006931 have already been tested in the (B)(4) on 22/may/2025. All test results were within specifications as per (B)(4) test report. Test results: the reference samples were visually inspected. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: packaging: the lot 6006931 was packaging according to the work instruction (wi) version 78, in the machine multivac 12, on 29/apr/2024, with a total of (B)(4) units. Gluing tubing: the lot 4d03083 was assembled according to wi version 41 manufactured in the machine mp04 and mp08, on 21-apr-2024, with a total of (B)(4) units. The lot 4d03084 was assembled according to wi version 41 manufactured in the machine mp04 and mp08, on 25-apr-2024, with a total of (B)(4) units. The lot 4d03877 was assembled according to wi version 41 manufactured in the machine mp05, on 19-apr-2024, with a total of (B)(4) units. The lot 4d04142 was assembled according to wi version 41 manufactured in the machine mp04 and mp08, on 28-apr-2024, with a total of (B)(4) units. The lot 4d05500 was assembled according to wi version 41 manufactured in the machine mp04 and mp08, on 28-apr-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 28/may/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors and lot 6006931 and one other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for retention samples, no non-conformance (nc) raised during production, no more complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post market surveillance activities is complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in colombia it was reported that patient faced infusion set leakage event on 16-dec-2024. The leakage was in the tubing. The infusion set was in use for few hours. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.